Manufacturer narrative:
Failure analysis: the alleged faulty gas delivery engine (gde) was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the gas delivery engine (gde) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the issue was that the o2 blender in the gas delivery engine (gde) was malfunctioning due to a loose component. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(6) was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for eval. As of march 9 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in (B)(6) on behalf of the user facility in (B)(6). "High fio2 error. All readings are the 58.8 fio2. Blender is not working. Avea respirator serial number (B)(4) has high fault fio2 error. Please check attachment file. Blender doesn't work. I have replaced o2 sensor but result is the same. I think gde have to replace."